Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿independently changing energy levels based on their body position.¿ it was stated that a manufacturer representative had met with the patient ¿a while back¿ and had turned off the patient¿s adaptive stimulation, but the issue had persisted. The patient was reported as having received ¿zaps¿ from her device when walking or ¿just standing at the sink.¿ it was reported that ¿it just revs up on its own.¿ the patient was reported as having had a revision done at the time of this report to revise both the leads and the ins. Additional information received reported that all impedances had been found to be within the limits. It was noted that the patient was receiving effective therapy and no other problems were mentioned.

Manufacturer narrative:
Concomitant medical product: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, (B)(4).